Event description:
It was reported that during substitution of an ascendant aortic procedure, the introducer was introduced in the vein at 8:20 am. At 10:15 am, it was stated that an upper medical device section was abundant with unexpected seepage (hematic mass). It was stated that the introducer had separated; however, no intervention was required to remove the device. After blood leakage was noted, the device was changed and blood replacement was performed. Followup from the facility on 11/8/06 indicated that two units of blood replacement was required to stabilize the patient.

Manufacturer narrative:
The device was not received for evaluation at the time of MDR submission.